Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 210-217 mg/dl. The customer changed the cartridge and infusion set multiple times to address the occlusion. System check was performed by tandem technical support and no issues were identified.